Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) encountered difficulty at start up, it was reported the iabp alarmed for purge failure. As a result, another pump was used. The patient is supported appropriately without issue on the second pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of purge failure alarm is not able to be confirmed. The root cause of the complaint is undetermined. If any status of the pump is received at a later date, the notification will be re-opened to document any additional information. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) encountered difficulty at start up, it was reported the iabp alarmed for purge failure. As a result, another pump was used. The patient is supported appropriately without issue on the second pump. There was no report of patient complications, serious injury or death.